Event description:
It was reported the stimulator switched off several times with a loss of parameter settings and serial number. The stimulator had been programmed at the following settings: left side 3.2 volts, 60 usec, 130 hz; right side 3.0 volts, 60 usec, 130 hz; monopolar mode with one cathode both sides. The battery voltage was at 2.52 (45-90% consumed). The stimulator was replaced. Telemetry was not possible on the date of replacement. The patient had good symptom relief after replacement. It was also reported the lead was placed in the patient's subthalamic nucleus.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.